Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
--

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited functional undersensing and loss of capture due to a dislodgement. The dislodgement was confirmed via a chest x-ray. Subsequently the lead was explanted and another manufacturer's lv lead was implanted. No additional adverse patient effects were reported.